Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain and hears a popping noise in the left ear. It was unknown if it was device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain and hears a popping noise in the left ear. It was unknown if it was device related. The patient will undergo an explant procedure.